Event description:
In 2008, the distributor reported that the surgeon was implanting the screw into t8 when the polyaxial head detached from the main body of the screw. The surgeon retrieved all parts of the screw. Additional information received about 4 days later, via mail from the distributor: the distributor reported that the surgery was a tumor case which lasted 15 hours. The screw in question came apart around 1 am when the surgeon was finishing inserting it into a t8 body. The surgeon removed the screw. The screw shaft came apart from the head and the ring.

Manufacturer narrative:
No product will be returned, since it was misplaced during decontamination.